Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The blood glucose was 41 mg/dl and it does not do a auto suspend. Customer worried the pump is not suspending when he is having a low sensor glucose. Blood glucose was 41 mg/dl and treating now and the finger stick has not been 103 mg/dl. Customer stated that he may be going low from exercises. Customer seeing a difference in sensor glucose verses blood glucose 4 hours after the meal he gets sensor glucose 70 mg/dl and blood glucose was 110 mg/dl. The insulin pump will not be returned for analysis.